Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported physical resistance/sticking of the arm positioner. The reported unable to open the clip, however, was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the returned device analysis, a cause for the physical resistance/sticking of the arm positioner, the reported unable to open the clip at the account and the observed broken l-lock tabs resulting in inability to open the clip during returned device analysis was unable to be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was prepared per the instructions for use (IFU), but it was noted when turning the arm positioner, some resistance was felt. The clip worked as expected; therefore, the clip was inserted and advanced into the left atrium (la). However, the clip was now unable to open. Troubleshooting was performed, but the clip issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis revealed one of the gripper lines and the l-lock tabs were broken.